Event description:
The customer reported via phone call that the display on the insulin pump went blank. The customer stated he woke up and the screen was blank, he changed the battery and programmed a bolus and the screen went blank again and then it showed the bolus failed. He changed the battery again and the display returned. Last battery change was on (B)(6) 2015; the battery did last more than 1 week. The customer was advised to clean battery cap, check the battery compartment and insert a new battery. Blood glucose value was 158 mg/dl. Customer was advised that a replacement battery cap would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.